Manufacturer narrative:
Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Medtronic received a report the balloon on the tracheostomy tube was hard. Customer indicated the patient suffered pain during routine replacement and lesions were observed on the patient¿s trachea. Medtronic has requested additional information regarding the event details.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.